Event description:
While checking placement and capture of a transducer pacemaker, the pt's rhythm went into atrial fibrillation. The pt was defibrillated at 120 joules biphasic. The pt did not convert from atrial fibrillation. The defibrillator was found to not charge or defibrillate. Another defibrillator was utilized to defibrillate the pt without problems. The pt converted to sinus rhythm without any untoward effects.